Event description:
It was reported that the customer received a button error on the insulin pump. The customer's blood glucose was 125 mg/dl. It was stated that the button error alarm did not occur immediately after moisture exposure and there was no prolonged button press. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).